Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the analog interface (ai), printed circuit board (pcb). The customer later stated they were unable to duplicate the reported malfunction. The device was then placed back into service. (B)(4).

Event description:
Covidien received info stating that the 840 ventilator generated an error code that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.